Manufacturer narrative:
The permanent cautery spatula (pcs) has been evaluated by the failure analysis team on 02/07/2024. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was discovered to exhibit thermal damage on both the monopolar yaw pulley and the distal clevis. The instrument failed the electrical continuity test. No visible physical damage was detected on the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted oropharyngectomy surgical procedure, the insulation part of the permanent cautery spatula instrument wrist was damaged. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: the permanent cautery spatula instrument was inspected prior to use and there was no damage or anything out of the ordinary. The damage was observed once the instrument was removed from the patient. There was no wire exposed due to damaged insulation. The cable was intact. In addition, there was no any loss of cautery associated with damaged cable. There were signs of thermal damage at site of insulation damage and there was no any arcing observed during procedure. The instrument did not collide with any other instrument or tool during the procedure. There were no any problems removing the instrument through the cannula and the procedure was completed with the same instrument.

Manufacturer narrative:
Based on the claims against the product noting thermal damage, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.